Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was jammed and the device intermittently would not run when trigger is pressed. Therefore, the reported condition was confirmed. It was noted that the electric motor was damaged, the electronic control unit started heating up and was working intermittently and some internal components were corroded and damaged. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device had intermittent function. According to the report, three battery devices were tried. As a result, there was an eight minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.